Manufacturer narrative:
(B)(4). A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, bleeding continued. Manual compression was applied for two minutes to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.